Event description:
The patient reported sound perception problems, followed by no lock between external equipment and the implant. The patient was seen for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device was scheduled.